Event description:
It was reported that the pt experienced increased spasticity and itching and presented to the ER in "withdrawal" post refill. The pump was filled with lioresal 2000 mcg/ml at a daily dose of 381.4 mcg/day. An xray was taken and a catheter kink was suspected. The pt was given a 100 mcg bolus and periodic bolus was programmed which opened up the kink. A follow-up report will be sent if add'l info becomes available to us.